Event description:
Information was received indicating that the downstream occlusion (dso) of a smiths medical cadd solis vip pump could not be calibrated. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed missing tamper seal. During functional check, the reported complaint was not duplicated. The device passed calibration and both sensors worked as they should. However, removal of the downstream occlusion sensor seal revealed some contamination on the sensor. Root cause was found to be contamination on the sensor.